Event description:
Reference MDR #1219856-2010-00905 for the first event and MDR #1219856-2010-00913 for the third event involving the same pt. It was reported that the pt was scheduled for surgery and the intra-aortic balloon (iab) was prepped in the operating room. The md inserted the teflon sheath into the patient's left femoral artery. The md inserted the iab through the teflon sheath and into place. When removing the spring wire guide (swg) from the iab the swg became stuck in the iab. As a result, the md removed the iab, swg, and sheath as one unit. The md made a request for another iab. There was no reported patient death or injury. Medical/surgical intervention was not required. The md requested another iab for the insertion.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.